Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). One certain® 3.4mm(d) driver tip - long (impdtl) was returned for investigation. Visual evaluation of the as returned devices identified no apparent signs of malfunction. Functional testing was performed using the returned driver and implant, and the devices disengaged normally. Device history record (DHR) review could not be performed for the impdtl driver tip as the lot number was unknown. Complaint history for the impdtl driver tip could not be performed as the lot number was unknown. Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reported that driver tip cannot be disengaged from implant.